Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
There have been several complaints by the nurses of leaking tubing. Pca tubing leaks due to a crack in the hub where the IV fluids connect to the y-connector on the pca tubing. There have been no reports of patient harm.